Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said since the device was implanted it has not been helping their symptoms at all and they were still urinating every 1/2 hour and their bladder was always full. They said when they were riding in the car the "vibration" would make them crazy. On (B)(6) 2021 the hcp moved the device to the other side of the patient's body. Agent did not ask about the circumstances that led to the reported issue. Additional information was received stating that the patient reported seeing a message on the handset that said internal device data lost. Reviewed screen meaning. They had the device moved to the other side of their body on (B)(6) 2021. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.